Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1, [date of submission (B)(6) 2011] - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that several button presses were required before the pump would respond. She also claimed that the buttons were sticking. The reporter denied that the device was exposed to water. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.